Event description:
It was reported that during ICD change out procedure, externalized conductors were observed via diagnostic imaging. The lead was capped and replaced. The patient condition was fine after the event.